Manufacturer narrative:
The ventilator failed the pre-use check (puc) with internal leakage; our field service engineer investigated the reported ventilator on site. The inspiratory pressure transducer printed circuit board (pcb) was replaced to resolve the issue and sent back for investigation. The provided logs confirmed issues with internal leakage during puc at the date of the reported event; it failed the pressure transducer test and the internal leakage test. During monitor pressure transducer test it failed due to an offset out of specification compared to factory default. Investigation inspiratory pressure transducer pcb: the returned pressure transducer circuit board has been tested in a ventilator. The ventilator passes all pucs during the investigation, the pressure sensor was placed in the inspiration channel. Simulated ventilation was run for more than 70 hours without abnormality. The ventilator passed 3 successful pucs after simulated ventilation. The zero-pressure voltage has been measured using a multimeter which showed a correct value. The wheatstone bridge for the pressure sensor has been measured and there was no major drift: the sensor's model was smi. A microscopic investigation showed that the membrane inside the sensor's cavity was clean and without damage. No root cause has been established for the error reported in this complaint. The pressure, conveyed via the pressure tube connected to the inspiratory pressure transducer pcb, is led to and measured by the differential pressure transducer. With differential reference to the ambient pressure, the output signal is proportional to the measured pressure. A defective pressure transducer may lead to inaccuracy in pressure measurement. Appearance of this failure will be noticed by the user during the puc or by generated high priority alarms.

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).